Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this lead was explanted due to unknown reasons after 10 months of being implanted. No additional adverse patient effects.